Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted a revision was performed to extract the lead. The lead was unable to be removed; therefore, it was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements to 137 ohms in triad, 147 ohms in coil to can, and 185 ohms in coil to coil. The device was programmed to triad. The presenting electrogram (egm) was clean. The impedance measurements were checked in all vectors and were higher in cold can and in coil to can. The patient would continue to be followed monthly. No adverse patient effects were reported. The lead remains in service.